Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of no image was not confirmed. The additional evaluation findings are as follows: forceps passage leaking through instrument channel, bending section cover missing, olympus endoscope system image guide breakage, and leak check required for bending section cover and instrument channel. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the evis eus ultrasound bronchofibervideoscope had no image. The issue was found during preparation for use. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause of the reported no image issue could not be determined, as the issue could not be reproduced or confirmed. The event can be prevented by following the instructions for use section which state: ¿¿ if the endoscope is dropped or the distal end of the endoscope receives a hard impact, the endoscope may be damaged even if no visible damage of the lens on the distal end can be found. In this case, stop using the endoscope, and contact olympus. ¿ do not twist or bend the bending section with your hands. Equipment damage may result. ¿ do not squeeze the bending section forcefully. The covering of the bending section may stretch or break and cause water leakage. ¿ do not put or press the endoscope connector on the insertion section when transporting or reprocessing. The insertion section may be damaged. ¿ turn the video system center on only when the endoscope connector is connected to the light source. In particular, confirm that the video system center is off before connecting or disconnecting the endoscope connector. Failure to do so can result in equipment damage, including destruction of the image sensor. ¿ the endoscope¿s remote switches cannot be removed from the control section. Pressing, pulling, or twisting them with excessive force can break the switches and/or cause water leakage¿. Olympus will continue to monitor field performance for this device.